Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h3b: evaluation included - additional information h6: additional information.